Manufacturer narrative:
The contract manufacturer provided the investigation report on 08/31/2021. A trend review was performed for b2-70072-f. No qns or no additional complaints related to this failure mode were found in a 12-month period. No samples or picture was received for evaluation. The root cause could not be established.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00040).

Manufacturer narrative:
The affected device was discarded by the user and will not be returned for evaluation. The contract manufacturer has been notified about this complaint.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that "set is cracked and leaking. The crack is not evident when bag is primed or when first hung and pump started. Typically occurs after the infusion has been running for a little while." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured. The contract manufacturer of the affected device is becton, dickinson and company.